Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: sterile line change performed for patient's PICC line. Hal pump continued alarming "air" despite being cleared with 6ml repeatedly several times. Small puddle of hal noted under the pump stand. New hal tubing obtained and sterilely primed and changed and no "air alarm sounded after tubing change. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample in open packaging was provided for evaluation. The sample was visually inspected, and no defects were observed. Thereafter, the sample was functional leakage tested under water, and no leakage was observed. In an attempt to replicate the reported defect of air in line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Additionally, a measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152 inches, which meets the specification of 0.152-0.154 inches. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.